Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose was 164 mg/dl. The pump was replaced to address the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.